Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported the tip of the driver fractured while removing a set screw. The tip was retrieved and an alternate driver was used to complete the case without reported patient harm.

Manufacturer narrative:
Additional information in b4, d4: unique identifier (UDI), g4, g7, h2, h3, h6: methods, results, and conclusion codes. The specified identity of the device was confirmed. Visual inspection revealed the tip has twisted in a manner consistent with screw removal and a portion is fractured off. The device history record (DHR) was reviewed. There was an ncr associated with this lot for missing certifications. It was determined that the certifications were not required as the parts were inspected in-house per requirements. These characteristics from the missing certifications were re-inspected and were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. It was reported the tip of the driver fractured while removing a set screw. The tip was retrieved and an alternate driver was used to complete the case without reported patient harm. The reported complaint is confirmed. The exact cause of this event can't be determine with the available information. However, the likely cause for the failure can be attributed to the high forces applied while attempting to remove a previously-tightened set screw.

Event description:
It was reported the tip of the driver fractured while removing a set screw. The tip was retrieved and an alternate driver was used to complete the case without reported patient harm.